Manufacturer narrative:
This report is being supplemented to provide additional information based on results of third party testing, the device evaluation, and the legal manufacturer's final investigation. The device was evaluated where no abnormalities were found that could have led to the positive culture. Multiple defects were noted: ·distal end cap cover scratched. ·bending section rubber glue peeled off. ·channel mount deteriorated. ·mouthpiece defective. ·scope connection case unit loose. ·insufficient angulation. ·play on angulation control knob larger than the standard. ·suction cylinder mark faded. However, these defects alone are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Event description:
It was reported by the customer, the tip of the evis exera iii colonovideoscope tested positive for pseudomonas. The issue was found during a routine culture of the scope. The scope was reprocessed multiple times, however, still presented contamination. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The subject device referenced in this report was not returned for evaluation. Therefore, the device evaluation could not be completed at this time. The exact cause of the reported event could not be conclusively determined at this time. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation. Additional information was requested. A supplemental report will be submitted should additional information be made available. Investigation activities have been opened to manage the actions related to this issue and any required MDR reporting.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information from the reporter. See updated sections.

Event description:
Additional information was received from the reporter. All channels were sampled. The evis exera iii colonovideoscope tested positive for over three hundred (300) colonies of pseudomonas aeruginosa.